Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported lately, they had been having issues with their stimulation turning off randomly. Patient said the controller and ins would be fully charged, but there would be times when the stimulation would stop and the controller would say the implant needed to be charged or the nerve stimulator had been turned off, even though they didn't touch anything to make the stimulation turn off. Agent asked, patient said the message would come up while using the controller in general (not when trying to charge ins). Patient stated the issue had been happening "every blue moon" and they should have notified their rep sooner, but didn't do so until mid-may. Agent understood issue was going on prior, but patient did not provide a concise estimate for the event date. Agent had patient reset the controller by plugging into ac power without li battery pack, and confirmed the screen powered back on. Patient reinserted li battery and confirmed green light was flashing above the screen. Patient unlocked the controller and reported the controller battery was at 90% and the implant was at 50%. Patient stated the ins was low because they usually charge every friday. Patient was in group a, and said they typically used that group when sleeping; otherwise, they switched between groups b and c during the day, but the issue happened more often during the day while at work. Group a was at 2.9 - group b was at 4.8 - group c was at 4.0; patient stated they would switch between group b and c while working because b would zap them a little harder than they wanted when they weren't working as hard, so they would decrease the intensity to where they needed it, as they needed it. Patient confirmed they were able to turn intensity up and down without an issue across all three programs, and did not appear to have adaptiv stim inuse. The issue was not resolved. Agent reviewed all appeared to be functional with the external devices. The patient was redirected to their healthcare provider to further address the issue. Patient recalled their doctor saying something about a way to look at their ins battery; agent reviewed role of rep and ability to 'interrogate' their ins to look further into the issue. Rep stated he became aware of patient¿s issues o n (B)(6) 2026 after she called into patient services. Rep stated patient messaged her on (B)(6) that her stim was randomly turning off. This is all she told the rep. Rep said patient was going to be seen sometime this week and had no further information at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.